Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion with device longevity of less than five years. It was also reported that the patient¿s right ventricular (rv) lead had elevated thresholds. The ICD was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.